Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: during investigation, a review of the pump black box showed evidence of cs 064 alarms. The black box confirmed occlusion during prime operation. During testing, the ez-prime steps were performed correctly with no alarms occurring. The complaint of cs 064 call service alarms was shown in the pump history but was not duplicated during the investigation. Unrelated to the complaint, investigation revealed a dim, fading, discolored display. Also unrelated to the complaint, the battery cap was found to be damaged/stripped. The cap did not secure properly in the battery compartment.